Event description:
It was reported that the device was continuously activating and began smoking.

Manufacturer narrative:
Alleged failure: the serfas didn't stopped during use at the joint (with the pedal and with the button). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb which can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating and began smoking.